Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: l2+. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the intensive care unit with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl while wearing the pod for 1 hour. When the pod was removed, the cannula appeared bent. Symptoms reported include hyperglycemia, vomiting and high ketones. The patient was treated with intravenous fluids, magnesium, glucose water and others, but the patient could not recall. The patient was released the following day. The pod was removed at the hospital.